Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door was failed. A field service engineer replaced latch and noticed alignment issue with the door will order a new door. The customer performed inventory to verify the device functionalities. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary door 2 on the pyxis tower had repeatedly failed, with a loose hinge that had caused excessive wobbling on this high use two door tower. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.